Manufacturer narrative:
D3, d4, d7a: updated. G4: updated. H3 and h6 codes: updated. The suspect device was returned for evaluation. Visual and functional testing was performed. The allegation made by the complainant was not confirmed. Downstream occlusion seal was replaced. The root cause of the reported issue was unable to be determined.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump flow rate was incorrect. Issue was found during preventative maintenance. There was no patient involvement.